Manufacturer narrative:
Additional information: d10, h3. Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The fibers were wet, and blood residue was present in both header caps. During gross visual inspection, no crack was identified in the port of the device. No damage or irregularities were found on the surface of the dialyzer. The returned sample was subjected to a laboratory leak test, and an external leak was observed from the non-cavity ID end header at approximately 8.0 pounds per square inch (psi). The dialyzer was subjected to destructive disassembly for further visual examination. Upon removal of the header cap, a chip was observed on the potting surface at approximately 10 degrees with the ports situated at 0 degrees. The chip measured 0.5 cm in length and 0.1 cm in depth, approximately. The area left from the divot had smooth edges. Further examination of the returned sample did not identify any other damage or irregularities. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported that an external dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Follow up with the facility¿s clinic manager (cm) revealed that blood was observed dripping onto the floor approximately two minutes into the treatment. Upon close examination of the dialyzer, a crack was identified in the port of the device, where the hansen meets the dialyzer. The machine did not alarm, and blood test strips were not used. The patient was dialyzing on a fresenius 2008k2 machine and using fresenius bloodlines. After the blood leak was noticed, the treatment was halted. It was reported that the patient¿s blood was not returned; estimated blood loss (ebl) was approximately 250 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment after being set up with new supplies on the same machine. The dialyzer was reportedly available to be returned to the manufacturer for evaluation.